Event description:
It was initially reported that the physician was having problems with his programming system. The handheld was reported to be freezing on different screens. The company representative went to the site to troubleshoot the issue. She performed a hard reset and was unable to reproduce the frozen screen. No patient was adversely affected by these issues. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the software flashcard, and the reported ¿frozen screen¿ allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.